Event description:
New information received notes the right ventricular lead was explanted on an unknown date. The patient status was unknown.

Manufacturer narrative:
The reported event of oversensing noise was confirmed but the reported event of suspected ¿positional fracture with the lead tip¿ was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing and x-ray examination did not find any indication of conductor fractures. Visual inspection found lead damage distal to the suture sleeve tie impression consistent with clavicular crush damage. The cause of the reported event of oversensing noise was due to clavicular crush damage. Other damages found are consistent with procedural damage.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021 with non-sustained right ventricular oversensing (nsrvo) episodes. During examination of leads, it was noted that right ventricular (rv) lead had noise. Clinician suggested that the lead noise may indicate fracture with rv lead tip. No programming changes were performed. There were no adverse consequences to the patient.